Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that patient faced infusion set leak from site, which caused the patient blood glucose level to 269 mg/dl. The product was in use for two days. No further information available.